Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Brush heads come loose from the hand piece during brushing, and ended up in mouth - oral-b [device breakage]. Case narrative: female consumer via phone stated that the oral-b toothbrush heads came loose from the oral-b genius x hand piece during brushing, and ended up in her mouth several times. No injury was reported.

Manufacturer narrative:
03-mar-2023 product investigation results: complained product received user handling was identified as root cause for the complaint.

Event description:
Brush heads come loose from the hand piece during brushing, and ended up in mouth - oral-b [device breakage]. Case narrative: female consumer via phone stated that the oral-b toothbrush heads came loose from the oral-b genius x hand piece during brushing, and ended up in her mouth several times. No injury was reported. 24-jan-2023 case update: the concomitant product lot was bc805151336. No injury was reported. 24-jan-2023 case update: the suspect product was oral-b power power oral care refills sensitive clean eb60. The concomitant product was oral-b power rechargeable toothbrush handle 3765. No injury was reported. 03-mar-2023 product investigation results: the suspect product was confirmed to be oral-b power rechargeable toothbrush handle 3765. The concomitant product was confirmed to be oral-b power power oral care refills sensitive clean eb60. No injury was reported. 07-mar-2023 case update: the concomitant product lot was u108d. No injury was reported.